Manufacturer narrative:
(B)(4). Investigation summary: the analysis showed that the ats45 device was received with the left articulation mechanism damaged. The device was received with no cartridge reload loaded on the device. The returned device was tested for functionality with the returned reload in the straight position. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the left articulation band was found broken. While no conclusion could be reached as to how the articulation band became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure the "tip broke off". The piece was retrieved and the procedure was completed by other unknown means. There were no patient consequences reported and the device will be returned. There is no additional information at this time.